Event description:
Boston scientific crm received information that during a routine follow-up, interrogation revealed that this device status registered as fall-back (safety) mode. A single red error message appeared on the programmer screen and programming was unable to be changed. The patient noted he previously heard a series of beeps emitted from the device, following the last session of radiation therapy. Review of the device electrograms by boston scientific technical services (ts) confirmed that therapy was provided on this device as designed, but in limited scope. After additional review of the error code, a boston scientific engineering consultant confirmed that this reset mode resulted from a series of memory corruption events. It was suspected that these errors resulted from the radiation sessions, which caused the device to enter fallback/safety mode as designed. A device explant was advised as the errors were not able to be corrected, and the device was subsequently explanted a few days later. No adverse effects were reported.

Manufacturer narrative:
The device was explanted, replaced, and will be returned for analysis. Upon completion of the analysis, the report will be updated.

Manufacturer narrative:
Boston scientific's post market quality assurance laboratory confirmed that the device was operating in fallback mode. Detailed analysis found that diagnostics built into the device detected unexpected changes in certain locations of device memory. A designed precautionary response by the device resulted in a change to a well-defined "safe" default mode which operates as a single-zone ICD with limited programmability and shocking capability, and would have protected the patient in case of an arrhythmia. Additionally, non-programmable vvi pacing at 60 ppm is available. The cause of the device behavior was concluded to be a result of software corruption induced by radiation therapy. Device performance following radiation exposure is discussed in product labeling.